Event description:
The company received a report where it was claimed that the cuff delated during pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. Part number 124-75 is not distributed in the united states; however, there is a device of essentially identical design distributed in the united states. Applicable 510k# for united states distributed part is k965132.